Event description:
It was reported through a study that a patient had initial acl repair performed approximately 13 years ago. Subsequently, the patient developed a dvt about 2 months after their initial surgery requiring medical intervention. The dvt ultimately resolved and the patient completed the study with no further complications and on follow-up has returned to a superior level of physical activity.

Manufacturer narrative:
(B)(4). (Dob): 1969 medical product: catalog #: 905604, gentle thread 8x25mm full thrd, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: france. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Orthopedic patients are typically placed on medication post-operatively for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and medical intervention was required to treat the complication. The root cause was traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.